Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported issue of inoperable up arrow key which was reproduced as the second column of keys was found to be inoperable. The cause was identified to be physical damage to the keypad which was identified through a visual inspection. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the up arrow on the keypad of a spectrum pump was inoperable. There was no known patient injury or medical intervention associated with this event. No additional information is available.